Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a four ophthalmic entry system blades from the same lot number was found to be not sharp before the surgery. The procedure was completed on the same day with new product without no patient health impact.